Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot numbers h10f23064, h10h30032 and h10i10065 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the third of three reports associated with this event.

Event description:
On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) regarding a previous report from a hospital nurse that the home patient (hp) was hospitalized for peritonitis. The pdrn stated that on (B)(6) 2011, the hp sought emergency care and was hospitalized until (B)(6) 2011 for unspecified peritonitis. The pd effluent was analyzed on the date of admission. Treatment of unspecified intraperitoneal (ip) antibiotics was then initiated. The pdrn was not able to give causality, but stated that the baxter dialysis devices and solutions were not suspect. The hp has now recovered and continues with the same pd therapy prescription.